Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: (B)(6).

Event description:
It was reported, the rigid endoscopic manipulation forceps tip had broken during cleaning and parts had come off. This issue occurred during reprocessing. The unknown procedure was completed with the same set of equipment. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the physical device inspection and the pictures provided observed the broken laser weld seam was deformed. The likely cause of the reported event is due to deformed/broken laser weld seam of the jaws insert at the distal end can be attributed to mechanical overload, application of excessive force. Olympus will continue to monitor field performance for this device.